Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found leaking at biopsy channel a, but unable to identify other leaks. Other findings includes: there are dents in the distal end plastic cover; there are cracks in the glue of the bending section cover; there is liquid fluid inside the light guide lens; there is leaking in the forceps passage of channel a; the image is flickering, but okay after aeration; the switch/camera is cut at switch 1, there is no function; the bending section has fluid, but dry after aeration; the insertion tube has minor snakiness and surface scratches; the control body grip/scope cover has fluid, dry after aeration, corrosion formed; the scope connector has fluid, dry after aeration; the electrical connector has fluid, dry after aeration, corrosion formed; the angulation is low; the control knob movement has play; the customer has a sticker at scope connector cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope has "oil coming from the inside of the scope, looks like graphite, it's a black, lubricant like substance." The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information and the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been almost five years, since the subject device was manufactured. Based on the results of the investigation, it is most likely, that the foreign material found was not removed, due to improper reprocessing as a result of the leakage from the biopsy channel. However, the root cause of the reported event could not be determined. The customer provided the cleaning, disinfecting and sterilization process as follows: the device was cleaned, disinfected and sterilized, before it was sent in for repair. The customer believes the foreign material to be mineral oil and what looked like graphite. There was no delay in the start of the precleaning. And no abnormalities in the accessories used for reprocessing. The customer aspirated water through the instrument channel and wiped/brushed the outlet with clean lint-free cloths, brushes, or sponges. They denied presoaking the device in the detergent solution. However, they did brush the instrument channel port and suction cylinder. The event can be detected and prevented, in accordance with the following IFU: IFU states, that detection method in evis exera ii gif/cf/pcf type 180 series, operation manual chapter 3: preparation and inspection. IFU states, that preventive measure in evis exera ii gif/cf/pcf type 180 series, reprocessing manual chapter 5: reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.